Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) regarding implantable neurostimulator (ins). Pt also has a cyberonics vns system (pre-existing to dbs system). This is head scan for potential cerebrovascular accident (cva). Pt presented to ER earlier in the day. Caller doesn't know if possible cva related to placement of dbs system but tech services (tss) is flagging call as a precaution. Caller has MRI guidelines. Caller told that pt doesn't have a remote control with them. Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated they were attempting to turn ins off for MRI and received 810 error on handset. The caller was not with the patient. Tss reviewed that 810 indicates ins hasn't been programmed, which would align with patient being recently implanted. Tss reviewed that ins needs to be placed into MRI mode for scan and to call back when they were with the patient to see if MRI mode could be accessed with code appearing. Managing hcp is (B)(6). Caller reports 810 messaged is still displaying and they are not able to activate MRI mode with pt's handset. Tss reviewed that MRI mode must be activated for b35200 before scanning and redirected to hcp/mdt rep to have device programming/MRI workflow set-up. Additional information received from the healthcare provider (hcp) reported there was no acute infarct/stroke but, there was a ¿little bit of a subdural hematoma (very minor) that was expected with surgery.¿